Event description:
Maude event report, mw 5036906 stated: attempting to transfuse blood during massive transfusion. Belmont rapid infuser tubing noted to be leaking distal to pressure chamber where smaller tubing is joined to pressure chamber. Blood was dripping out of hole in tubing. Infusion stopped - new tubing used without problem.

Manufacturer narrative:
The implicated disposable set was returned for eval. Upon receipt, we were unable to duplicate the complaint. The returned 3-spike set appeared to be in good condition; the blood was well contained inside the set. We carefully examined the entire 3 spike set, specifically around the heat exchanger, including all tubing and tubing connections in all areas near the heat exchanger for any damages or defects which may have led to leaking. No damages or defects were observed. We did not observe any blood leaking out of the 3 spike set. The bag which contained the returned 3 spike set was also examined and the bag was clean; no blood contamination was found. Lastly, we applied air pressure to the heat exchanger by using a syringe to manually inject air into the luer connector at the pt line and no leaks were observed. In conclusion, we did not find any evidence to suggest that the part incurred any defects as a result of design, workmanship, or materials. Each 3 spike disposable set manufactured is air pressure tested and undergoes a final visual quality control inspection prior to pouching and sterilization. There will be no corrective action taken at this time due to low incident rate; however, we will continue to monitor this type of incident closely.